Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: the pump black box data was unable to be downloaded. During testing, the pump powered on with audible alert and extended vibrate warning, indicating there was power to the pump. Unrelated to the complaint, the display was found to be blank. The pump was opened and damage was found to the electronically erasable programmable read-only memory (eeprom) component. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damage to the pump or battery cap and denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.